Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received insulin flow blocked alarm. The customer's blood glucose was 159 mg/dl. The customer stated that the insulin flow blocked alarm while changing the infusion set. Customer stated that the insulin did not exit and pump alarmed insulin flow blocked. It was also reported that the insulin didn't exited when manually pushed the insulin from the reservoir using the plunger. The customer was advised to replace infusion set and reservoir. The customer was advised to reset fill cannula to the appropriate cannula prime for their infusion set. The reservoir will be returned for analysis.